Event description:
The customer reported via phone call experiencing high and low blood glucose levels. The customer also reported that the insulin pump alarmed no delivery. The customer stated that he went through troubleshooting and he wound up waking up with low blood glucose. He stated that the insulin pump worked throughout the night and throughout the day. He stated that on the morning of the call, his blood glucose was 467 mg/dl when he awoke. He treated with a bolus but did not observe improvement and treated with a manual injection. He stated that he had high blood glucose at random times. His most recent blood glucose was 375 mg/dl and he noted that his sites were not an issue. He declined to troubleshoot for the high blood glucose and requested replacement of the insulin pump. He agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests. No cosmetic damage was noted.